Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had multiple storage spaces that needed be recovered. Reportedly when the user attempted to recover the storage spaces a message appeared that stated to call maintenance. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
The following field had been updated with additional information: h6. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-jul-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that none of the drawers or doors were detected on the bus, and all devices were operating on pyxibus with the 1.6.1 application. A field service engineer attempted to isolate the issue to a specific device but was unsuccessful. The engineer inspected the pyxibus cables and replaced the communication sled, which did not resolve the issue. Further troubleshooting involved disabling the internal network, using a network card for the external network, and updating the ip configuration to internal network settings; however, the issue persisted, and no pyxibus devices were detected. It was later discovered that a firewall rules package applied five months prior was causing the problem. After disabling the firewall, all pyxibus devices began functioning correctly. The engineer noted plans to resend the firewall rules package from a laptop at a later time. The customer successfully tested drawers and doors across the main, auxiliary, and tower units. The system functioned as intended after the field service engineer repaired the device.

Manufacturer narrative:
E.1. Initial reporter facility: (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had multiple storage spaces that needed be recovered. Reportedly when the user attempted to recover the storage spaces a message appeared that stated to call maintenance. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.